Manufacturer narrative:
The tryton device lot number was unavailable. Multiple attempts to locate the lot number were unsuccessful. Patient: unspecified patient injury. Clarification of the 'patient injury' was not available from the site other than the comment, 'the patient was discharged from the hospital after 3 ½ days. He initially had an impel put in and was in ICU.' No further details were available. Results: examination of the lot history record showed that the lot passed all acceptance criteria. (Note: description provided here because no relevant result code is available.). Conclusion: artery was reported to have had high tortuosity. The current IFU includes the following contraindication: "target lesion has excessive tortuosity unsuitable for stent delivery and deployment."

Event description:
During a percutaneous coronary intervention with a 2.5/2.5 mm x 19 mm tryton coronary stent delivery system at a bifurcation lesion in the circumflex artery and obtuse marginal, as the physician was positioning the tryton stent he realized he had to pull back some. In doing so, he encountered some tortuosity of the artery and during pull back the tryton stent fell off the balloon. The stent fell off in the anatomy and they trapped the tryton with a drug eluting stent against the interior lumen. There was an unspecified patient injury (no further details were available). The patient was discharged from the hospital after 3 1/2 days. He initially had an impel put in and was in ICU. Per the clinician's follow up, the patient is non-symptomatic and doing quite well. What was the medina classification? 1,1,1. What was percent stenosis? 60%. What was the degree of calcification? Low. What was the degree of tortuosity? High. Was there difficulty reaching the lesion? Lesion - none. Was there difficulty crossing the lesion? No. Were multiple dilatations performed during the attempt to place the tryton stent? Yes.